Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during an unknown phase of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the dialysate compartment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was not reported. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was reportedly taken out of service following the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during an unknown phase of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the dialysate compartment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was not reported. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was reportedly taken out of service following the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation during the visual examination of the sample, a potted fiber fragment was observed on the non-cavity ID end of the dialyzer at approximately 0°, with the dialysate ports situated at 0°. The fragment measured approximately 2.32 mm from the potting surface. The opposing end of the fiber could not be isolated. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems, and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during an unknown phase of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the dialysate compartment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was not reported. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was reportedly taken out of service following the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information has been requested but to date has not been provided.